Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4) . Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rigid cystoscopy with insertion of bilateral ureteral stents and hysterectomy with bilateral salpingo oophorectomy due to anterior vaginal vault defect and posterior vaginal vault defect. It was reported that the patient underwent mesh removal/revision on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal examination under anesthesia with excision of focal areas of mesh extrusion of the anterior vaginal vault and primary repair of the vaginal mucosa on (B)(6) 2012 due to mesh extrusion and defects with mesh.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced rectocele.